Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that in the first call nurse helped another nurse with a arctic sun device device get low flow. The patient went to surgery and came back. They used the same pads, but got low flow in the beginning. Biomed heard the bedside nurse said something about the connections being off so biomed think nurse fixed the issue and dc/rc pads: inlet pressure -7.1psi, circulation pump command 100percentage, flow rate 2.7lpm, system hours 3808, pump hours 3467. In the second call another nurse spoken and they said patient temperature was 38.3c, targeted temperature was 37c, water temperature 30.4c, flow rate 2.9lpm. Checked event log and noted alert 113 (reduced water temperature control). Chiller temperature 7.4c, mixing pump command 100percentage. It was explained that the device would need to go to biomed. They had one more but were having issues with it. It was told that they were going to find it and would call back to see if they could get it going. Unsure what the issue with the other device was.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed alert 113 present in patient data dated (B)(6) 2023. Data indicated the device was not cooling the patient. Installed test mixing pump to cool. Mixing pump was serviced during the pm process. Double bend tube was found expanded during servicing. The device underwent pm servicing while in for repair. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not performed as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the first call nurse helped another nurse with a arctic sun device device get low flow. The patient went to surgery and came back. They used the same pads, but got low flow in the beginning. Biomed heard the bedside nurse said something about the connections being off so biomed think nurse fixed the issue and dc/rc pads: inlet pressure -7.1psi, circulation pump command 100percentage, flow rate 2.7lpm, system hours 3808, pump hours 3467. In the second call another nurse spoken and they said patient temperature was 38.3c, targeted temperature was 37c, water temperature 30.4c, flow rate 2.9lpm. Checked event log and noted alert 113 (reduced water temperature control). Chiller temperature 7.4c, mixing pump command 100percentage. It was explained that the device would need to go to biomed. They had one more but were having issues with it. It was told that they were going to find it and would call back to see if they could get it going. Unsure what the issue with the other device was. Per investigator notification received on 09aug2023, it was reported that the replacement of the double bend tube due to expansion of the tube found during servicing.